Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient's pain improved intermittently for two months after the pump was implanted. Then, the patient began developing recurrent headaches. On or about (B)(6) 2017, the patient had a dye study which revealed the pump was leaking and not delivering medication to the patient. During the revision surgery, the leak was determined to be at the connection site where the catheter meets the pump.